Event description:
Report received from (B)(6) stating that the device was spinning freely when used with the qd8 attachment. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "spins free when using qd8" was confirmed. Reliability engineering found that the locking pawls of the motor exhibited damage consistent with improper assembly of the attachment to the motor. In addition, the device exhibited evidence of improper cleaning and it appears to have been immersed. If additional information is received, a supplemental report will be sent. (B)(4).